Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal prialt 25 mcg/ml at ¿1.+++ mcg/ day.¿ the hcp did not have the patient¿s actual dose. The indications for use were non-malignant pain and post-herpetic neuralgia. It was reported the patient was having an MRI due to a problem with the device or therapy. The patient had an MRI of the brain on (B)(6) 2016 due to a 3 week history of acute hallucinations. The onset was noted to be sudden. They thought this may have been related to the prialt, but they decreased the dose a few times, and the symptoms persisted. The MRI was done to rule out brain metastasis (prior medical history of throat cancer). The patient was [at the hcp¿s office] now for a refill of the pump, and the pump was showing a motor stall. The patient had left the MRI field 30 minutes ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.